Event description:
Patient was revised to address chronic dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: a clinical report has been received for this patient indicating that radiographic reports are available. The radiographic information provided by the depuy medical safety officer does not provide information to confirm the complaint, offer a root cause or change the investigative result. There is not enough information to suggest cup positioning was a factor or not positioned according to surgical technique recommendations. The additional information does not indicate a need for corrective action. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.